Event description:
As reported, during the procedure, the filter basket (angioguard rx ecgw 6 mm x 180 cm-extra support) could not be deployed. The product analysis was completed and noted that the guidewire was received inside of the deployment sheath. There were two bent conditions observed at the distal tip end and a stretched condition was observed in distal coil section from guidewire.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, during the procedure, the angioguard filter basket could not be deployed. Product analysis was completed and noted that the guidewire was received inside of the deployment sheath and a stretched condition was observed in the distal coil section. A non-sterile unit of angioguard rx ecgw 6mm x 180cm-extra support was received coiled inside of a plastic bag. A guidewire, a deployment sheath and a torque device were received. The guidewire was received inside of the deployment sheath, two bend conditions were observed at distal tip end and stretched condition was observed in distal coil section from guidewire. Waves were observed through from deployment sheath, residual blood was observed and peels await condition was observed at 31 cm from distal tip. Unzipped condition was observed in the deployment sheath at 123 cm from hub green from distal tip. The membrane was observed over capture the marker band was forced to entrance into the deployment sheath body and got stuck. The failure was not reproduced due to the device received condition (peel await, over capture). Basket membrane cannot be retrieved due to over capture in the deployment sheath body. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as 'delivery system/deployment difficulty-unable' was confirmed due to the basket cannot be deployed for the device received condition. The cause of this failure as well as of the bent, unzipped, stretched and filter basket over capture conditions could not be conclusively confirmed. However, procedural factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, procedural factors or shipping/handling of the returned device may have contributed to the reported event.